Event description:
Five days prior to the index procedure, the pt was admitted to the hospital because cardiac failure had worsened. The physician was waiting for the pt to stabilize, but the procedure ended up as an emergency case. The emergent procedure was due to acute coronary syndrome (acs). Two cypher stents were implanted at the left anterior descending (lad) artery overlapping. The day after the procedure, the pt's electrocardiogram (ECG) was being monitored and changes were observed; therefore, a coronary angiography (cag) was conducted. Thrombus was confirmed in the implanted cypher stents. Therefore, aspiration and balloon angioplasty were conducted. An intra-aortic balloon pump (iabp) was inserted. The pt was reported to be rehabilitating and being treated with medication.